Event description:
Related manufacturer report number: 2017865-2024-70458. It was reported during remote follow up that the pacemaker exhibited functional under-sensing. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
Correction: removing functional undersensing from h6 and b5, adding related manufacturer report number.

Event description:
It was reported during remote follow up that the right ventricular lead exhibited functional under-sensing and oversensing of noise. No intervention was reported. There were no patient consequences.